Manufacturer narrative:
The insulin pump passed the displacement test, self test, and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No button error alarm or motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. No damage noted on keypad traces. The insulin pump had cracked case at display window corner and a broken belt clip slot.

Event description:
Customer called to report a motor error and button error. Customer's blood glucose reading is 75 mg/dl. Explained alarm and possible causes. Explained that insulin must be replaced. Customer stated that she was released from hospital. Hospitalized due to high blood glucose reading of 565 mg/dl. Customer treated with insulin drip. Nothing further reported.